Event description:
It was reported the patient's incision at the ipg site had opened up. The patient was given antibiotics. Follow-up reveals the patient has been going to a wound doctor weekly and is doing better.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up reveals the patient is doing better and the scs system will remain implanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).